Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 30-sep-21. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10 minutes" and was unable to obtain readings. As a result, customer experienced low sugar level, ¿feeling unwell" and was unable to self-treat, requiring third-party administration of liquid oral glucose for treatment. There was no report of death or permanent impairment associated with this event.